Event description:
A nurse reported that there was poor aspiration during surgery. The fluid management system was exchanged and the procedure was completed without any issues. No patient harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).